Manufacturer narrative:
It appears that the issue was not noticed until after the procedure because the patient was draped at the area of interest. Although there was greater than usual swelling (subjective) at the neck and chest area, which as mentioned was draped and hidden from view, which may be part of the problem, it appears that there were no patient consequences and there was no need for intervention. The facility has sequestered the complaint device and it is not clear for how long and if they will release it to a service center for evaluation. At this point in time, we feel that; possibly technique and time contributed to the abnormal swelling, because they are reporting that there was no patient harm or consequences, and, because there was no intervention needed or employed, and, the device is sequestered for an undetermined amount of time; no further action is warranted at this time, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Although outreaches have been made, we have not had enough information and detail for this issue which would allow us to complete the regulatory decision tree properly; in terms of approaching this matter in a regulatory conservative manner, we have decided ((B)(6) 2013) to report this issue in order to document the event with the following event narrative. Our affiliate is reporting to us that during an arthroscopic shoulder procedure with the use of an fms fluid management system on a (B)(6) patient, there were some fluid management issues. It appears that the pump was set at the standard pressure setting of 50; however, the patient experienced greater swelling than normal. The swelling involved the neck and chest areas. The procedure was difficult and took longer than normal. The swelling was not noticed until after the procedure. The device is to be sent to a service center for a full testing and evaluation. At this point in time this is all of the information provided to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt.